Manufacturer narrative:
(B)(4) no consequences were reported. (B)(4) balloon ruptures are labeled in the IFU. Product was returned in a used and damaged condition to assist in this investigation. Per (B)(4), balloon burst, compliance, and fatigue verification testing performed. Rbp of 11 atm is documented in the IFU and label. The device is inspected to ensure balloon is undamaged. Vendor burst tests a minimum of 10 balloons per lot. Each device is leak tested and the balloon bonds are examined. Each device is shipped with instructions for use (IFU) that delineates the proper inflation and deflation procedures. These detection activities will likely result in a very high probability of detection to prevent rupture. The balloon rupture propagated longitudinally (visible in the returned device), then tore circumferentially at the point of highest constriction. The complete separation of the balloon horizontally was most likely the result of the "umbrellaing" of the balloon when attempting to pull it back into the sheath. The visible elongation is consistent with this type of device failure. The stated pressure was 11 atm, the same as the rated burst pressure. The examination of the returned device could find no specific reason or root cause for the device failure. While the pt's age, (B)(6) makes lesion morphology less likely it cannot be ruled out. We will continue to monitor for similar complaints. No actions are necessary at this time due to insufficient risk per qera.

Event description:
While doing a right jugular angioplasty, the balloon ruptured horizontally at 11 atm. One piece had to be snared but everything was successfully removed. The physician is extremely concerned as this has never happened before. The pt did not experience any adverse effects due to this event.